Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable creatinine plus ver.2 results for 1 patient sample on a cobas 8000 c 701 module. The initial result was 0.94 mg/dl. The repeated result was 1.25 mg/dl.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative adjusted the reagent needles, adjusted the water pressure at the washing station, checked the gear pump, checked the mixer, and performed checks and tests with acceptable results. The investigation is ongoing.